Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 08/31/2016, electrode belt: 06/18/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 3:30am. The patient was in the hospital at the time of passing. It was reported that the patient was covid-19 positive, and their passing was cardiac related. It was reported that when the nurse went to check on the patient, they were unresponsive and the lifevest was treating them. Hospital staff attempted resuscitation efforts but were unsuccessful. Review of the download data, indicates the patient received three inappropriate shocks in response to low amplitude oversensing. The patient was in asystole at the time of the first two inappropriate treatment shocks at 02:57:19 and 02:57:44. The patient's post shock rhythm for treatment one and two was asystole. The patient experienced a third inappropriate treatment at 02:58:11. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 60 bpm with low amplitude oversensing, and the post-shock rhythm was an idioventricular rhythm at 30 bpm. A non-treatable rhythm was declared at 02:58:28. The patient was in asystole with CPR/motion artifact and electrode lead fall off from approximately 03:01:18 until the electrode belt was disconnected at 03:01:44 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 3:30am.